Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg result for one 35 year old female patient diagnosed with a headache and imaging tests showed cerebral infarction. Pregnancy was clinically excluded. The following data was provided: initial result = 130.85 sample was centrifuged again and repeated = 133.44 miu/ml no impact to patient management was reported.

Event description:
The customer observed a false positive architect total b-hcg result for one 35 year old female patient diagnosed with a headache and imaging tests showed cerebral infarction. Pregnancy was clinically excluded. The following data was provided: initial result = 130.85 sample was centrifuged again and repeated = 133.44 miu/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false positive architect total -hcg result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates the reagent lot is performing as expected for this product. The ticket search by lot and ticket trending review did not identify an increase in complaint activity. The device history record review on lot 64271ud02 did not show any potential non-conformances, non-conformances or deviations associated with the likely cause lot number. The overall performance of the architect total -hcg reagents in the field was reviewed using data gathered from customers worldwide. The median patient result for the complaint lot is within the established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the architect total -hcg reagent lot 64271ud02.